Event description:
The following has been reported: nurse reported: "pt had ivpb benadryl infusing thru the most distal y site port of tubing where ns was concurrently infusing also. When the benadryl finished, it was removed and IV ns continued. Approx. 30-60 min later nurse noted that ivf was leaking out of the y-site where the benadryl tubing was removed. Pt also had chemo in through another connection of the IV via clave at the dual part of the IV intima itself. We think this was only ivf's leaking out of the y site and not chemo in the other line. Its' speculated that the port did not reseal itself when the benadryl tubing was removed." Patient harm: no. Stopped active infusion: yes. Occurred during: infusion - on secondary line and after infusion. Drug used: benadryl. Sample available: no. Action taken: when the benadryl finished, it was removed and IV ns continued. Approx. 30-60 min later nurse noted that ivf was leaking out of the y-site where the benadryl tubing was removed. Pt also had chemo in through another connection of the IV via clave at the dual part of the IV intima itself. We think this was only ivf's leaking out of the y site and not chemo in the other line. Its' speculated that the port did not reseal itself when the benadryl tubing was removed. A preliminary review identified the following issue: administration set leak (external part). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Customer complaint cannot be confirmed. The potential root causes of the leak in cassette could be related to: misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. An incorrect and poor sealing of the cassette in the welder machine causing the reported leakage. Over-insertion of the secondary port or leak at the primary line due to insufficient solvent. Current process controls detection: 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. Quality sampling for final physical testing, for performing a flow and underwater leak tests. 100% visual inspection during the manufacturing process and final physical inspections.